Manufacturer narrative:
A1: patient identifier: unknonw. A2: age and date of birth: unknown. A3a: sex: unknown. A4: weight: unknown. A5: ethnicity: unknown. A6: race: unknown. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. D4: catalog number: unknown. D4: lot number: unknown. D4: expiration date: unknown due to unknown catalog number and lot number. D4: UDI: unknown due to unknown catalog number and lot number. E1: address: unknown. E1: phone number: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown catalog number and lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was confirmed for a potential bleeding issue. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failur mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Per literature review: adams, alynah j., dyer, mitchell, kugler, nathan w., yang, kai, hieb, robert a., rossi, peter. Safety of plug-mediated vascular closure for prosthetic arterial graft puncture. Journal of vascular surgery. 2024. 79:e303. In a retrospective study on the safety of angio-seal vip in the puncture of prosthethic graft, one patient was had bleeding that required open repair.